Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's infusion set kept bending and during troubleshooting for bent cannula it was also mentioned that the customer's blood glucose at the time of incident was 599mg/dl. Customer was treated with manual injection. The reporter could not provide answers to questions during troubleshooting and stated that they will advise customer to report. The product will not be returned for analysis.